Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "ablation with essure coil placement". The patient's medical history included multigravida, parity 5 (((B)(6) 1993, (B)(6) 1994, (B)(6) 1997, (B)(6) 1999 and (B)(6) 2008).), fetal demise, dysfunctional uterine bleeding and uterine fibroids. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin extra strength) since 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (robotic laparoscopically-assisted hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, migraine and nausea outcome was unknown. The reporter considered abdominal pain, migraine and nausea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "ablation with essure coil placement". The patient's medical history included multigravida, parity 5 ((B)(6).), fetal demise, dysfunctional uterine bleeding and uterine fibroids. Concomitant products included acetylsalicylic acid; caffeine; paracetamol (excedrin extra strength) since 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (robotic laparoscopically-assisted hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, migraine and nausea outcome was unknown. The reporter considered abdominal pain, migraine and nausea to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Case become serious incident. Essure removal details added to event "abdominal pain" medical significant and ir ticked. New event "ablation with essure coil placement" was added. Medical history, reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.